Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient underwent an amputation of the proximal third area of the forearm. One (1) unknown screw and three (3) unknown cables were removed. A 6-hole limited contact dynamic compression plate 3.5mm, 12 hole locking compression plate 3.5mm, and 14 hole locking compression plate 3.5mm remained intact to the amputated arm. The patient sustained a traumatic injury at an unknown date and eventually treated by method of entire distal ulna and proximal radius were removed and attempted to fuse together for a 1 bone forearm. Patient outcome was not reported. This report is for three (3) unknown - plates. This is report 1 of 3 for (B)(4).